Event description:
It was reported that pump screen was damaged. There was no reported impact to the customer¿s blood glucose level. Customer did not want to troubleshoot issues with pump, and no additional information was received regarding further actions or resolution.